Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep was unable to reproduce the problem. He upgraded the software and retested system. The imaging system passed the system checkout and was found to be fully functional. All tests passed and the system was returned to service.

Event description:
A biomed representative reported that there was a note on the imaging system that said the system would not open. When he attempted to use the pendant it did work, but he could not get the system to open. This issue was discovered prior to a case, with no patient present. They used a second imaging system to complete the case as expected with no delay.

Manufacturer narrative:
Further software investigation of the issue of not being able to open the gantry door and the log file was conducted. The imaging system logging function is designed to log operations (press and release) of the door open and door close buttons as well as track the number of door open cycles. This log file did not contain any entries indicating operation of the door open or door close buttons. If the operator was operating these buttons it is not clear why they were not being recorded in the log. This might have been due to the related unresponsive pendant issue but there is no way to confirm this without additional information. There were no other log entries related in any way to the operation of the door. At this point there is insufficient information to determine the probable root cause of this complaint. The software investigation found that it was not possible to determine probable cause without further information since the behavior could not be replicated.